Manufacturer narrative:
The patient remains ongoing on lvad support following the repair of the external portion/distal end of the percutaneous lead; however, following the repair, the patient experienced additional red heart alarms. It was suspected that the issue was internal to the patient. The report of red heart alarms and pump stoppage events was confirmed based on the evaluation of the submitted log file; however, a specific cause for the events could not be conclusively determined through the evaluation of the returned portion of the percutaneous lead. The submitted log file contained approximately 57 minutes of data, which captured low speed/low flow hazard red heart alarms and pump stoppage events while the patient was supported by the power module through the patient cable. Approximately 27¿ of the external portion/distal end of the lead was returned and removal of the reinforcing sleeve revealed areas with shield breakdown; however, an electrical continuity test was performed on the lead and all wires were found to be electrically intact. No shorts or discontinuities were found during the electrical continuity test. The braided shielding and bionate layering within the percutaneous lead were then removed, and examination of the underlying wires within the lead revealed no evidence of disruptions in the wire insulation or the underlying conductors. The lead was submerged in a saline bath for high potential (hipot) testing to check the resistance of each wire's insulation. The test did not reveal any current leakage in the insulation of any of the lead wires that could have resulted in an electrical short. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt called the hospital to report red heart alarms with pump stoppages. Log files submitted to the MFR confirmed pump stoppages. X-rays also sent revealed a possible external compromise and possibly an internal compromise. On (B)(4) 2014, the manufacturer's technical services representative conducted a percutaneous lead distal end replacement according to procedure. The pt continued to have abnormal pump operation immediately following the distal end replacement. A custom power module pt cable was requested and shipped. The pt is not a candidate for a pump exchange at this time.

Manufacturer narrative:
The pt remains on going with the implanted device and no further issues have been reported. A portion of the percutaneous lead that was removed during the repair was returned to the MFR for evaluation and is currently being analyzed. No further info is available at tis time. A supplemental report will be submitted when the manufacturer's investigation is completed.